Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power, and the battery cap was unable to tighten. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: a review of the black box showed no power issues were found in the black box. The battery compartment was cracked alongside the pump. The battery cap was stripped and was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact heights and widths were within specifications. A test cap was used for testing purposes. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with the test cap with no further power issues.